Event description:
The report from clinical study (B)(6) for patient with ID# (B)(4) indicated that during the one year follow up angiogram, aneurysm growth was reported of the treated aneurysm of the right posterior communicating artery with codman coils (two pc4100626-30/lot unknown, three pc4100412-30/lot unknown, four pc4100517-30/lot unknown, che100615-30/lot unknown, four cdf100515-30/lot unknown, two cdf100410-30/lot unknown), four 640cx3575/lot unknown, 640cx0306/lot unknown, and two 637cf0515/lot unknown), non-codman coils, and an enterprise vrd (enc453712/01425620). Action taken was additional coil embolization which was performed two months after it was diagnosed. After the procedure, angiographic appearances were satisfactory and there was no issues noted. The event outcome as of treatment was resolved without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The patient's medical history consisted of hypertension, hemorrhagic stroke and previous coil embolization of right internal carotid-posterior communicating artery aneurysm. It was noted that the aneurysm ruptured on (B)(6) 2002, other than that, there was no information provided regarding the previous procedure. The ruptured saccular aneurysm neck was 10.0mm, and the neck to sac ratio was 10.0mm:14.1mm. The parent vessel size diameter proximal was 3.5mm and distally was 4.0mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 122 seconds pre anticoagulation and 222 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. At the time of the one year follow-up, the aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0:17.4. The parent vessel size diameter proximal was 3.5mm and distally was 4.0mm. The mrs was 0. It is unknown why the index procedure ended with the degree of aneurysm occlusion 80%. After the staged procedure, the aneurysm had an occlusion rate of 95%.. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, (B)(6) 2012 ~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011 ~ (B)(6) 2012, argatroban hydrate 60mg/day: (B)(6)2011, and heparin 7,000u was administrated intra-procedurally. Prior to implanting the vrd, guider/stryker, prowler select plus microcatheter (606-s255fx/lot unknown), chikai guidewire (asahi (B)(4)) were utilized. Other devices utilized during the procedure were, an excelsior 1018 microcatheter, excelsior sl10 microcatheter (stryker, prowler 14 str microcatheter (catalogue and lot unknown), gdc 18 microcatheter (stryker x4), and gdc 10 coils x3 (stryker). No further information is available and procedural images are not available. Please note that the event will be reported on the coils, since there was no complaint against the enterprise. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00686, 2954740-2012-00687, 2954740-2012-00688, 2954740-2012-00689, 2954740-2012-00690, 2954740-2012-00691, 3007628272-2012-50050, 3007628272-2012-50051, and 1058196-2012-00345.

Manufacturer narrative:
The report from (B)(4) for patient with ID# (B)(6) indicated that during the one year follow up angiogram, aneurysm growth was reported of the treated aneurysm of the right posterior communicating artery with codman coils ((B)(4)), non-codman coils, and an enterprise vrd ((B)(4)). Action taken was additional coil embolization which was performed two months after it was diagnosed. After the procedure, angiographic appearances were satisfactory and there was no issues noted. The event outcome as of treatment was resolved without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of hypertension, hemorrhagic stroke and previous coil embolization of right internal carotid-posterior communicating artery aneurysm. It was noted that the aneurysm ruptured on (B)(6) 2002, other than that, there was no information provided regarding the previous procedure. The ruptured saccular aneurysm neck was 10.0 mm, and the neck to sac ratio was 10.0 mm:14.1 mm. The parent vessel size diameter proximal was 3.5 mm and distally was 4.0 mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 122 seconds pre anticoagulation and 222 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 80% after the procedure. At the time of the one year follow-up, the aneurysm neck was 11.0 mm, and the neck to sac ratio was 11.0:17.4. The parent vessel size diameter proximal was 3.5 mm and distally was 4.0 mm. The mrs was 0. It is unknown why the index procedure ended with the degree of aneurysm occlusion 80%. After the staged procedure, the aneurysm had an occlusion rate of 95%. Antiplatelet therapy included aspirin 100 mg/day: (B)(4) 2011 - ongoing, clopidogrel sulfate 75 mg/day: (B)(6) 2011 - (B)(6) 2012, argatroban hydrate 60 mg/day: (B)(6) 2011, and heparin 7,000 u was administrated intra-procedurally. Prior to implanting the vrd, guider/stryker, prowler select plus microcatheter ((B)(4)/lot unknown), chikai guidewire (asahi intec) were utilized. Other devices utilized during the procedure were, an excelsior 1018 microcatheter, excelsior sl10 microcatheter (stryker, prowler 14 str microcatheter (catalogue and lot unknown), gdc 18 microcatheter (stryker x4), and gdc 10 coils x3 (stryker). No further information is available and procedural images are not available. Please note that the event will be reported on the coils, since there was no complaint against the enterprise. The devices remain implanted, and the lot numbers were not provided. Therefore, a DHR could not be performed. Aneurysm growth after coil embolization is a known event. Factors which may have a correlation with post coil embolization re-growth include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Based on the available information and as reported it appears that aneurysm characteristics contributed to the reported event. With review of the information and the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken. This is 1 of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00686, 2954740-2012-00687, 2954740-2012-00688, 2954740-2012-00689, 2954740-2012-00690, 2954740-2012-00691, 3007628272-2012-50050, 3007628272-2012-50051, and 1058196-2012-00345.